Event description:
It was reported that the patient felt an electrical impulse that caused jerking movements that came from the implantable neurostimulator (ins) area around to the patient's abdomen. It was reported that this was the second hospital admission the patient had because of this. The physician did not believe it was related to the stimulator. The stimulation sensation happened whether the ins was on or off. The ins had been off for 1.5 weeks. The patient programmer confirmed that the stimulator was off and the amplitude was at 0.70 v. The amplitude was set to 0.00 v. The patient felt stimulation on her buttock cheek when the device was on and at 0.70 v. The electrodes were implanted along s2-s3. Explant was being considered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v452170, implanted: 2010 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).